Event description:
Same case as MDR: 2134265-2014-00042; 2134265-2014-00044. It was reported that automatic pullback failure occurred. Access was obtained via the femoral artery. The 80% stenosed, eccentric and de novo target lesion being treated was located in the severely calcified and severely tortuous left anterior descending artery and left circumflex artery, with 24mm in length. The 220v ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in an angioplasty procedure. Once the catheter was in the lesion, the pullback button was pushed but automatic pullback failed. The procedure was completed using manual pullback. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).